Event description:
E-mail received from the sales rep. Informed that: "patient was seen in office on (B)(6) and had her valve adjusted to 7 from 8. The in office clinician felt the post procedure xray showed 7 and sent the patient home. The patient returned to the ER on (B)(6) due to extreme drowsiness and vomiting.. The pa was unable to verify the setting with the tms kit. The tms indicator didn¿t toggle and wouldn¿t move from the number 3. She attempted several times. I brought in another tms kit and the valve cutout tool. The pa marked the skin to using the valve cutout and located the center of the valve (the target) and verified on three occasions to setting 4. The valve was verified the previous day by xray to be at a setting of 7. The valve changed settings inadvertently from 7 (previous day) to 4. The pa decided (since CT scan showed enlarged ventricles) to reprogram to setting of 3 which was verified with (new tms tools) and by xray. Patient was admitted to obs and was reprogrammed to setting of 7 on the morning of (B)(6). This setting was verified by tms tools and xray. Patient has improved and went home on (B)(6). The valve remains implanted for now. The tms kit will be returned for evaluation". (B)(4) 2014 additional information received from customer: the certas valve is still implanted at setting of 7. Pt. Is doing well.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the 'indicator' had a loose pin. This issue has been identified and addressed and corrected during the third quarter of 2011. Supplier incorporated a change in the assembly procedure adding a 10 lb. Push out test and visual inspection for fracture. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.